Event description:
It was reported that during a semi-open sigmoidectomy, the jaws did not open at the 1st firing on the blood vessel. A malformed clip seemed to be caught in the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and obtained: was device stuck on tissue? Yes. If stuck on tissue, how was device removed? As there was a small gap between the jaws, the device was able to be removed without damage. Was user ever able to open device jaws during procedure or did device remain closed? Remain closed. If opened, how was device opened? No information.